Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the reported root canal treatment.

Event description:
On (B)(6) 2018, a dental assistant reported the case of a (B)(6) year old male patient who required root canal treatment on tooth #3. This tooth had a lava ultimate crown seated on (B)(6) 2014. On (B)(6) 2016, it was noted this tooth had discoloration at margin. No visible ledge or overhang was noted. The dental assistant reported the tooth appeared discolored and soft in the area the crown debonded. Decay, as a result of micro leakage, was noted into the pulp chamber which had caused the patient discomfort. As a result, root canal treatment was performed on that same day and an additional tooth structure was removed requiring a new crown to be placed.